Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator experienced low fio2 while in use on a patient. The customer advised the patient was moved to another ventilator and there was no patient harm associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab received the gas delivery engine (gde) and performed a failure investigation. The reported issue was unable to be confirmed or duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.